Event description:
In 2004, a gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. On three months later, a computed tomography scan revealed a type ii endoleak and in early 2005, there was evidence that the pt's aneurysmal sac had increased in size. In 2006, the pt's lumbar arteries were coiled. However, in 2008, postoperative images revealed that the pt's aneurysmal sac had continued to increase in size. The pt's lumbar arteries were again coiled on the following day. It was reported that after the second reintervention, the lumbar arteries that contributed to the aneurysmal sac enlargement were completely occluded. The pt tolerated the procedures.

Manufacturer narrative:
Type ii endoleak.